Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong nxt clearvue was returned for evaluation. An initial visual observation of the video showed the catheter placed in a patient¿s arm with a total length of 41 cm and approximately 5 cm of catheter remaining external the body. A clear liquid was observed to be infused through the catheter. The leak was observed to be located at 37 cm. While a leak could be seen in the catheter tubing of the sample, no details of the damage could be discerned from the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported leaking physiological solution was found when priming the catheter during the insertion procedure immediately before inserting it. The rotated part remained in the unused portion of the catheter after it had been cut to fit the patient's biotype. No other information was provided.